Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that all drawers were not communicating with the software application. The device's communication sled was isolated as the source of the issue, the component was replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not detected on communication bus preventing users from dispensing medication for procedures. The affected device was located in the heart operating room suite and the required medication was successfully retrieved from the device by a pharmacist who manually released the drawers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were not communicating. The device's communication sled was isolated as the source of the issue, the component was replaced to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system was not detected on the bus due to connectivity issue and preventing users from dispensing medication for procedures. The affected device was located in the heart operating room suite and the required medication was successfully retrieved from the device by a pharmacist who manually released the drawers. There were no adverse events or injuries reported based on this event.